Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The reporter was in doubt that the infusion device was administering insulin since the infusion device provided an acoustic alarm with no information on the display screen. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The soft components of the buttons on the insulin infusion device have been damaged by the customer using sharp objects to activate the buttons. The damaged buttons allowed liquid ingress which caused a short circuit of the pump electronics. As a result the insulin infusion device is inoperable.